Event description:
The customer stated, that his elite meter was reading low compared to a new contour meter. While troubleshooting, he performed control tests and received a result of "lo." The normal control range was 73-102 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.